Manufacturer narrative:
Additional information: b5, g3, h6, h10 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes the device will not be returning.

Event description:
It was reported the patient presented in the hospital. The patient's implantable cardioverter defibrillator went from 2 years of longevity to elective replacement indicator, and was unable to be interrogated at changeout. The device was explanted and replaced on (B)(6) 2021. The patient was in stable condition.